Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail balloon ruptured causing a pinhole arterial perforation demonstrated by periarterial contrast staining. The maverick2 monorail balloon was removed and uneventful stenting followed. Additional info has been requested regarding this event.

Event description:
It was confirmed that this device was resterilized as noted on the cnf. It was further reported that the pt was asymptomatic during this event. The lesion being treated as a >70% stenotic lesion in the third right posterior lateral coronary artery. The physician used an 8f avanti plus 11 cm introducer sheath for vascular access and a guidant htes 0.014 guidewire and an 8f vistabrite mp sh guide catheter to cross the lesion. The maverick2 monorail balloon ruptured at 8 atms on the initial inflation. The pt was asymptomatic during this event. The maverick2 monorail balloon balloon was being used to predilate the lesion for placement of a cypher 2.5/18 mm stent. The maverick2 monorail balloon was removed and uneventful stenting followed. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'stable/discharged from hosp'.